Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump displays nothing and is blank. Customer indicated that the pump will display for about 12 hours then stop. Customer also stated that there are cracks on the pump. Customer did not indicate any significant events leading to the error. Customer's blood glucose was unknown at the time of the incident, although customer stated that blood glucose is usually at 130 mg/dl. Troubleshooting was done for error but pump was unable to be corrected and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners. No crack was noted to the display window.